Event description:
It was reported by customer that cardiosave hybrid type b plug intra aortic balloon pump (iabp) had zero pressure transducer. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.